Event description:
Additional information was received indicating the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable.

Event description:
It was reported that, during an in-clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. The suspected cause of the event was unspecified rv lead damage. Diagnostic imaging was performed and revealed no anomalies. Provocation testing was performed and the noise could not be reproduced. No intervention has been performed at this time. The patient was stable.